Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked in multiple locations from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed kinks in multiple locations along the ruby coil¿s pusher assembly. These kinks were likely incidental and may have occurred during packaging the device for return. However, the ruby coil was returned in its display cardboard box folded and double bagged in specimen bags. Therefore, the reported kink in this complaint could not be determined. Penumbra coils are inspected during in-process inspection and by quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed a ruby coil pusher assembly was bent in the packaging. The bent ruby coil was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new coil.